Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in an unknown anatomy location. Block h11: investigation result. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was being prepared to be used during a procedure performed on (B)(6) 2026. During preparation, a pinhole was noticed in the balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another of the same model. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.